Manufacturer narrative:
(B)(4). (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported, that the patient had an initial hip surgery and approximately 3 months later a revision surgery was performed due to the fracture of the trochanteric nail. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records did not identify any discrepancies that would have contributed to the reported event. Device is used for treatment. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: procedure was carried out following surgical procedure. Post operative progress of patient was deemed favourable after walking with a cane was witnessed outside and at home. Radiographic assessment was deemed as reassuring. Follow up consultation was conducted with a new x-ray review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.